Event description:
Consumer indicated tampon elongated upon removal with some pieces remaining inside her vagina. She removed the remaining pieces. She has had some dizziness and feels like she may have the flue.

Manufacturer narrative:
Device history record could not be reviewed as consumer did not provide lot number. Consumer did not return product samples for evaluation.